Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure the unit cuts by itself. The foot pedal was activated or stuck on activation. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The foot pedal was being activated or stuck on activation. The reported condition was not co nfirmed. The investigation found the device to function normally and within specifications.if information is provided in the future, a supplemental report will be issued.